Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced left side of mesh separated from fascia, adhesions, recurrence, episodes of coughing, and mesh erosion into viscera. Post-operative patient treatment included explant of mesh, hernia repaired with mesh, separate surgery with removal of most of mesh, partial resection of omentum, right/left myofascial advancement flaps, resection of skin/subcutaneous tissue, and small bowel resection.